Event description:
It was reported that the patient presented in clinic and it was discovered that their right ventricular (rv) lead exhibited non-capture at max output and high pacing impedance. Therefore, the physician elected to cap and replace the lead on (B)(6) 2021. The patient condition was stable.